Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that a remote monitoring transmission indicated some atrial undersensing on stored electrograms. Chronic low amplitude was noted on the lead trend. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.